Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a random shocking sensation in her left leg. Patient has very severe rsd and did not want to turn the device off because her pain is so severe. She was instructed to seek emergency care to control the pain of the rsd if needed. There is no known incident related to this event. Additional information has been requested and if received, a follow up report will be sent.